Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the target lesion, located in the right coronary artery (rca), with a maverick balloon of unknown size. The physician then attempted to place a 3.00 x 16 mm taxus express2 ddrug eluting stent but was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body it was noted that the distal edge of the stent was rough or flared. The physician successfully completed the procedure with another 3.00 x 16 mm taxus express2 drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."